Manufacturer narrative:
Concomitant medical products: 310c29 valve, implanted: (B)(6) 2009; 429878 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interrogation report showed invalid trend data. The device remains in use. No patient complications have been reported as a result of this event.